Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows the ilet battery ran out of power on 7/22/2024 and the device was not powered back on until 8/5/2024. The ilet was behaving as intended until it had run out of power and shut itself down. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended when it was able to. It is unclear if the user was wearing the device at the time of the event, given that the event was powered off on the dates reported by the user.

Event description:
On 8/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 8/11/2024 a beta bionics customer care agent followed up with the user's mother about the event. The user was admitted to the hospital on (B)(6) 2024 after experiencing high bg levels following a trip with their grandmother. The user's mother reported the user was wearing the ilet throughout the trip and leading up to the hospitalization. The mother reported issues with the pump tubing, requiring the use of a warm towel to straighten it, and noted that the tubing was not filling until they reached 60 units. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user experienced symptoms including stomach pains, leg pains, and irregular breathing. The user was treated with an insulin drip, potassium, and calcium during the hospital stay, which lasted until (B)(6) 2024. The user's bg levels exceeded 400 mg/dl for a few hours, and although ketone testing was performed, the results are unknown. The family plans to resume the ilet after a follow-up appointment with their endocrinologist on (B)(6) 2024.